Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set (part number 21-7339-24, lot number unknown) was returned for analysis in used condition in a plastic bag without its original packaging. Visual inspection showed that the pump tube was slightly crooked and no obstructions or excess solvent were detected in any join. Functional testing involved passing distilled water through the sample using an IV bag to gravity prime. The water flowed with no difficulty observed, the test was passed successfully. Accuracy testing was also performed and no discrepancies were detected, the test was passed successfully. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd administration set, pump was not infusing through the tubing despite the epi pump appearing to be functioning normally. It was reported that the pump was started as per usual and after about 2 hours the patient became uncomfortable and used her pcea x3, anesthesia resident called for top up. The top up was given and patient was comfortable for about 45 minutes and then used her pcea again. Upon use of the pcea, the epi pump alarmed, low vtbi and the nurse tried to change the bag when she noticed that the bag was still full. According to the report it appeared as through the cartridge attached to the tubing was not functioning properly. Subsequently, the tubing was changed, and the pump and tubing began to function normally. No patient consequences were reported. No adverse effects were reported.